Event description:
This is a follow up report.

Manufacturer narrative:
Quality control (qc) was run prior to and after the event and was within the laboratory's established ranges. The samples are collected in vacutainer sarstedt tubes, analyzed fresh, and stored at room temperature. The samples are centrifuged for 10 minutes at 3500 rpm. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the alb module was operating within specification. The fse also found that the issue was a partially blocked modular chemistry (mc) sample probe. The fse was unable to identify which material had caused the mc sample probe to become partially blocked. The customer was advised to perform cup maintenance and replace the mc sample probe which resolved the issue. Failure mode is related to the partially blocked mc sample probe.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated thirteen (13) erroneously low albumin (albm, modular chemistry) patient results. The erroneous patient results yielded outside the total precision claims in comparison to the repeated results. The erroneous results were reported out of the laboratory. Patient demographics were not provided by the customer (age, date of birth, gender, weight). There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The units of measure were corrected from g/dl to g/l.